Event description:
The customer reported that the ECG assembly was worn and pushed down inside during preventive maintenance servicing. There was no reported patient or user involvement and no adverse patient/user impact.